Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the mid-esophagus during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed and a click sound was heard; however, the clip failed to release from the catheter. It was also noted that the clip appeared to be hanging from the catheter. The procedure was completed with another resolution clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Mfg site name - (B)(4). Investigation results a visual examination of the returned complaint device noted the prongs were bent and opened within specifications. Two distinctive clicks heard when the clip assembly was actuated and deployed. A kink was noticed in the control wire proximal end. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the mid-esophagus during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed and a click sound was heard; however, the clip failed to release from the catheter. It was also noted that the clip appeared to be hanging from the catheter. The procedure was completed with another resolution clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.